Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to traces of previous moisture presence on electrical board around the force sensor connector. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received critical pump error with open book image on the screen. The customer¿s blood glucose was 142 mg/dl. The customer was assisted with troubleshooting. Customer states that insulin pump was dropped accidentally. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.